Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the device clamps down on tissue with jaws. The surgeon released the jaws normally. The load jammed. As a result, they lost millimeters of tissue. The procedure lost two minutes on transplant. Venous artery time. The stapler was released from the artery and another device was used to finish the case.